Event description:
Tenex procedure was being completed after prime was completed. Machine started having a check headpiece error which was brought to the provider's attention. Staff stopped procedure and removed the needle/device from patient. They checked the troubleshooting log and confirmed foot pedal was installed, that all plugs were secured into device and wall. Staff checked for damage of the needle tip. All looked fine. Staff made the decision to remove the device and get a new box/ device as well as new saline. The patient was made aware of the situation. Staff primed the new device with a new saline bag and was able to proceed with the procedure.